Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty-eight (48) non-dehp extension sets had a small pinhole (not visible) in the tubing resulting in a leak. This was observed before patient use. The sets were in use with unspecified non-baxter product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 (including update expiration date to n/a), h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.